Event description:
The pt underwent surgery for a partial colon resection and small bowel resection. Pt was discharged and returned the next day with severe abdominal pain, nausea and vomiting. Pt underwent surgery to repair ileocolic and small bowel anastomosis, construction of ileo-transverse colon anastomosis. Pt had developed peritonitis due to anastomotic leak. In a conversation with the o.r. Supervision 3 months later, she states the device functioned as intended during the initial procedure, therefore was discarded.